Event description:
The customer reported via phone call that customer was hospitalized on march 31, 2021 as customer experienced low blood glucose levels. Customer's blood glucose level was 70 mg/dl and then it went up to 230 mg/dl. Customer treated their low blood glucose via hospitalization. Customer's blood glucose level was maintained at 140 mg/dl. Customer stated the auto mode feature was active during the low blood glucose event. No further patient complication was reported. Troubleshooting was not performed. Customer will continue to use the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and d10 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization on (B)(6) 2021 due to low blood glucose. Customer's blood glucose level was 70 mg/dl. Troubleshooting was performed. Customer treated their low blood glucose via hospitalization. Customer's current blood glucose level was 140 mg/dl. Customer advised the auto mode feature was active during the low blood glucose event. The insulin pump will not be returned for analysis.